Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), functional analysis and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The sra shows the risk for exposure to toxic or corrosive material to be "low." The vacuum pump assembly was returned and tested. The vacuum pump assembly emitted a strong odor during the pump down stage. The reason for the return of the vacuum pump assembly was confirmed. The assignable cause of the odor/smells is the vacuum pump assembly. The field service engineer replaced this part and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
A field service engineer (fse) was dispatched to customer site and confirmed the odor issue. The fse replaced the vacuum pump and tray assembly and the odor issue was resolved. Unit was confirmed to meet specifications and was returned to service on 5/24/2017.

Event description:
A customer reported an event of "odor" emitting from their sterrad®100nx sterilizer when running a cycle. The customer described the odor as "burning plastic." A field service engineer was dispatched to assess the unit onsite. There is no report of injury or harm to patient(s) as a result of the reported "odor" issue. This event is being reported as a malfunction report subsequent to a serious injury.